Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he received a new insulin pump and was trying to log into the website but had the wrong information for his pump. Customer's last blood glucose was 442 mg/dl. Customer indicated that he has a virus, so he is running high. Customer has treated and if his blood glucose keeps going high, he will take shots if necessary. Customer was advised that he can call to troubleshoot the pump and customer understood.